Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-oct-2018, UDI#: (B)(4). The pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The catheter was returned an analysis found damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded fentanyl 400mcg/ml for a total dose of 100.02mcg/day and compounded bupivacaine 30mg/ml for a total dose of 7.502mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 the patient experienced pain at the pump site. The cause of the pain at the pump site was not known. No further diagnostics or interventions were performed/no action was taken. On (B)(6) 2018 the patient reported resolution without intervention/outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was pain at the pump site. The patient's baseline weight was not measured. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2018. No further complications were reported/anticipated. Additional information received from a healthcare professional (hcp) via a clinical study updated the drug information. The patient was receiving fentanyl 400 mcg for a total dose of 109.91055 mcg/day and bupivacaine 30 mg for a total dose of 8.24329 mg/day. No further complications were reported/anticipated.